Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with test results from results obtained of 191 mg/dl. Customer had initially stated the meter was reading one set number of 191 mg/dl and that sometimes the meter did not turn on. During the call on (B)(6) 2017, the last five results were able to be obtained from the meter's memory; two of them were 191 mg/dl from different days and different times. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Blood test was performed by the customer non-fasting with the pharmacist prior to call and produced test result of 196 mg/dl using truemetrix meter. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 213 mg/dl using truemetrix meter. Customer stated that the results are higher than his expected range and that they are inconsistent. Customer stated he always tests fasting therefore a non-fasting range was not obtained. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 213mg/dl (B)(6) 2017 02:27 pm fasting:no, 196mg/dl (B)(6) 2017 02:09 pm fasting:no, 191mg/dl (B)(6) 2017 11:48 am fasting:yes, 191mg/dl (B)(6) 2017 11:26 am fasting:yes, 172mg/dl (B)(6) 2017 10:55 am fasting:yes. Memory concerns: all results are higher than his expected range. Pharmacist called in on behalf of customer stating the meter was reading one set number of 191mg/dl and that sometimes meter did not turn on. During trouble shoot, I was able to obtain the last 5 results from the meter's memory and two of them were 191mg/dl at different day and different time. Pharmacist states he also ran a blood test prior to calling and the results was 196mg/dl.